Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the patient had multiple inappropriate shocks due to oversensing of p-waves during atrial flutter. The device therapy has now been programmed off. The patient was discharged with a life vest. There were no additional adverse patient effects.

Manufacturer narrative:
The electrode was returned in two segments that were severed approximately 5.9cm from the terminal end. A visual inspection revealed a benign crack in the polycin vorite notch area next to the sense b electrode. The crack did not extend into insulation. An x-ray showed no conductor issues or other abnormalities. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient had multiple inappropriate shocks due to oversensing of p-waves during atrial flutter. The device therapy has now been programmed off. The patient was discharged with a life vest. The system was explanted and replaced with a transvenous system. There were no additional adverse patient effects.